Event description:
The following additional information was provided by the implanting surgeon. The patient's preoperative medicated iop was 15 mmhg with 20/30 best corrected (bcva). Intraoperatively, the surgeon reported a large blood clot formed during attempted microstent insertion and the patient reported numbness since surgery. On postoperative day 1, intraocular pressure (iop) was 52 mmhg on 2 iop-lowering medications and visual acuity was hand motion; a systemic iop-lowering medication was added. The following day, visual acuity remained hand motion and iop decreased to 38 mmhg on 5 iop-lowering medications (4 topical and 1 systemic). As reported in the initial report, the hydrus microstent was not implanted; postoperatively the patient underwent anterior chamber washout to address hyphema and sequelae (iop elevation, bcva loss). At 3 months postoperatively, the surgeon reported iop was controlled on 2 topical iop-lowering medications and the patient was stable but continues to report numbness in the eye. Additional information was requested regarding current patient status, but no information has been provided.

Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Device identifiers have been requested. The device was discarded by the user facility at the time of surgery and is not available for evaluation. Inability to implant the microstent, hyphema, elevated iop, and inflammation are listed in the instructions for use as potential adverse events. The etiology of numbness is currently unknown. Manufacturer reference #: (B)(4).

Event description:
A female of unknown age underwent uncomplicated cataract surgery with attempted implantation of the hydrus microstent on (B)(6) 2020. The patient discontinued anticoagulant medication usage 2 days prior to surgery. The microstent was inserted smoothly, but a blood clot obstructed the surgeon's view of the device position. Since the microstent position could not be confirmed despite attempts to remove the clot and tamponade the hyphema, the microstent was removed intraoperatively without complication and no microstent was implanted. Approximately 1.5 weeks after surgery, washout of the anterior chamber was performed due to unresolved hyphema and intraocular pressure (iop) elevation. Residual red blood cells and inflammation were observed approximately 5 weeks postoperatively which are improving with durezol (steroid) treatment. The patient's vision and iop are fine. The patient also reports experiencing numbness of the operative eyeball since the initial surgery, but there is no numbness of the eyelids or face surrounding the eye. The patient is being seen regularly; on (B)(6) 2021, the surgeon reported that the patient's numbness decreased slightly and is hoping for resolution as the topical nsaid was recently discontinued. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
Patient follow-up information was requested from the surgeon/user facility on january 15, 2021 and january 29, 2021. The patient has been followed closely and any new information will be provided in a supplemental report.